Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged copd, asthma, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging copd, asthma, difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 12, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information patient has alleged copd, asthma, difficulty breathing/short of breath. There was no report of serious patient harm or injury while using the device. Medical intervention was not specified. There was no report of serious patient harm or injury. Section b1 was corrected for both adverse event and product problem. (Only product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events.) . (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 health effects - impact code was corrected.